Manufacturer narrative:
H3 and h6. Codes: updated. Device evaluation: the customer's reported problem, "there was an air leak", was verified by functional testing. There was a gas leak from inside the main unit. The cause of the leak was from the variable relief valve. At the customer's request, the product was returned to the customer without repair. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.

Event description:
It was reported, that there was an air leak. There was no patient involvement. And no patient harm/adverse event reported.

Manufacturer narrative:
B3: date of event is unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56, when additional reportable information becomes available.